Manufacturer narrative:
(B)(4). ¿it was reported that particulate matter was found outside the fluid path before it was opened from its original packaging.¿ the actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection, a hair was observed within the package and outside of the fluid pathway of the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a transfer set before it was opened from its original packaging. This was before use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.